Manufacturer narrative:
The reported stated the event occurred on an unspecified day (B)(6) 2018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powered off and would not power back on during nicardipine drip therapy (medication, dose, programmed amount and delivery rate unknown). The device had been unplugged from a wall and transported to a patient to the cat scan (CT) unit. Upon arrival to the CT a nurse observed the pump was off and could not be powered back on when moving the patient over. The pump was plugged in during CT and an error message flashed across the screen. There was already an additional device and the drip was changed over. Upon preliminary review, it was determined that the pump was running on battery for an extended period that caused the failure. A new battery was placed to mitigate further issues. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.